Event description:
It was reported that during a follow-up, the rv lead impedance increased and high capture thresholds were noted. The lead was explanted with laser extraction and a new lead was implanted. The lead will not be returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.